Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostim ulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n298737, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n299094, implanted: (B)(6) 2011, product type: screening device. Product ID: 37092, lot# 287970001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had new pain in the heel and toe of both feet. The pain started in the right heel and toe and moved to the left heel and toe. The patient had been ¿very ill¿, ¿seeing things¿ and forgetful. It was noted the patient had fallen out of bed three times. It was further noted that ¿prior¿ a ¿giant¿ tumor was discovered due to testicular cancer. It was further reported that the patient had cortisone shot in the neck for the pain. Additional information was requested but was not available at the date of this report. Reference reg report # 3004209178-2013-12349